Event description:
Upon introduction of a guidewire, the distal tip of a langston pigtail catheter was punctured. The physician subsequently removed the device and guidewire with no patient impact was reported.

Manufacturer narrative:
Root cause investigation was unable to determine failure mode as the guidewire was not returned with the langston model.